Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
(B)(4) received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead from another manufacturer exhibited an increase in pacing impedance measurements and pacing inhibition that resulted in asystole for 4-5 second and 10 second pauses. The asystole caused the patient to feel lightheaded and dizzy. It was suspected that the patient's prosthetic tricuspid ring may have caused a fracture in the rv lead however it could not be confirmed via fluoroscopy. The lead was capped and abandoned. The ICD was explanted and replaced with a df4 compatible device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.